Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed damage to the tip and a pinhole in the balloon 5mm from the tip. There is a scratch mark on the balloon 4mm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation below rated burst pressure, the balloon ruptured. Subsequently, rotablation was performed. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation below rated burst pressure, the balloon ruptured. Subsequently, rotablation was performed. No patient complications were reported and the patient's status was good.